Event description:
It was reported that during an unk procedure, the stapler cut the tissue, but the staples did not form properly which led to severe bleeding. The pt had to be hospitalized. It was not reported how the procedure was completed.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.